Manufacturer narrative:
On 14-dec-2023, additional information was received clarifying that this event was previously reported to the FDA under manufacturer report number: 2029046-2022-02267 /manufacturer¿s reference number: (B)(4). Therefore, this report 2029046-2023-02278, has been identified as a duplicate. As such, any other information or updates will be reported to the FDA under manufacturer report number: 2029046-2022-02267 /manufacturer¿s reference number: (B)(4). No other reports will be submitted under 2029046-2023-02278. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an afib - paroxysmal cardiac ablation procedure which included a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The patient was admitted to the cardiovascular department for treatment due to dizziness and palpitations for 6 hours. The doctor operated the sheath to enter the patient's body and suddenly found a leakage at the valve at the end of the handle. The doctor immediately removed the sheath and replaced it with a product of the same product code, and no similar phenomenon occurred again. The surgery was successfully completed, and the patient's vital signs were basically normal during and after the surgery. No adverse patient consequence was reported.

Manufacturer narrative:
E 1. Initial reporter address line 1 (cont.): (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00002320 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803.this report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).